Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 (air in line/set) alarm occurred on the homechoice device during fill eleven of twelve of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the caregiver with clearing the alarm. The caregiver was advised to notify their nurse of the event. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.